Event description:
Pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to clean speaker holes with a soft brush, and insulin was initially suspended due to the alarm condition. Customer removed and reconnected the pump cartridge, successfully resumed insulin delivery, and confirmed the issue was resolved after waiting five minutes. Pump returned to normal operation, and technical support provided preventative tips, which the customer acknowledged.